Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission alert noted that the right ventricular (rv) lead exhibited noise resulting in noise reversion. Analysis of the electrograms suggested possible external noise. No changes or intervention were reported; the rv lead will continue to be monitored. The patient was in stable condition.

Event description:
New information received notes that the right ventricular (rv) lead exhibited noise oversensing. No programming changes or intervention were done. The patient was in stable condition.